Event description:
The customer reported unexpected positive reactions of patient samples with cell #2 of biotestcell 3. Three patient samples that had caused false positive test results were sent to us for investigational testing and the supposedly defective product was returned, too. Testing in our quality control laboratory confirmed the weak positive results with cell #2 of biotestcell 3. The supposedly defective product was tested with 12 negative donor samples. All negative reactions were correct. We did not observe any +/- reactions or hazy background. Because not enough sample material was left for further investigations, more patient material was required from customer´site. The customer informed us that it was not possible to provide us with more patient material. The donor of cell #2 of biotestcell 3 that had yielded the weak positive reactions with the patients of customer was tested in an external laboratory. The testing resulted in an hla (human leucocyte antigen) antigen on cell #2 of. This antigen on red cells may cause weakly positive reactions with patient samples that have hla antibodies. Testing of hla on reagent red blood cells is not mandatory. But for customer satisfaction the affected donor will be excluded from future donation. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Event description:
The customer reported unexpected positive reactions of patient samples with cell #2 of biotestcell 3. The incident occurred on (B)(6) 2012 but has sporadically been reoccurring. The customer was not able to provide the exact dates of re-occurrance. Three patient samples that had caused false positive test results were sent to us for investigational testing and the supposedly defective product was returned, too. Our quality control laboratory is still testing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident